Event description:
Despite several attempts to detach the coil, the coil could not be detached. As the coil was pushed and pulled, unintentional detachment occurred in the aneurysm. The device positioning unit (dpu); however, was safely removed from the body. No additional intervention, medications or pt injury were reported post surgery.

Manufacturer narrative:
The product has been received in our facility and in the process of eval. As soon as the eval is conducted and final analysis has been reviewed, a follow up report of the result will be submitted.